Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, during a scheduled retrieval of a filter, one of the filter limbs allegedly detached. The filter was removed and the detached filter limb was captured and retrieved with a snare device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the filter was returned without the product label or packaging. Six legs and five arms were present and intact. The detached arm was returned. The arm detached approximately 0.5mm from the apex. The detached arm appeared bent. The bend in the detached arm likely occurred during retrieval. The break appears to be jagged. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. No images were provided for review. The investigation was confirmed for a detached filter limb, as the filter was returned with one arm separated from the apex of the filter. Based on the information reported, the definitive root cause for this event was unknown. It was unknown if patient or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, during a scheduled retrieval of a filter, one of the filter limbs allegedly detached. The filter was removed and the detached filter limb was captured and retrieved with a snare device. There was no reported patient injury.